Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The evaluation confirmed the reported event and attributed it to a locked motor gears and motor hall sensor malfunction.

Event description:
It was reported that the ar-8330h, shaver hand piece is hot to the touch, not being recognized by the console, making unordinary noises. Additional information 65230 it was reported that on (B)(6) 2021 during a shoulder procedure the ar-8330h, shaver hand piece was hot to the touch, not being recognized by the console, making grinding noises. A new ar-8330h was opened and the case was completed without issue.